Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture at max output on the atrial lead. On (B)(6) 2023, chest x-ray was performed and revealed atrial lead dislodgement. The physician elected to cap and replace the atrial lead on that day. The patient condition was stable.